Manufacturer narrative:
At this time, the product has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing (atp) and shocks, likely as a result of an atrial arrhythmia. Subsequently, ventricular therapy was exhausted. The implantable cardioverter defibrillator (ICD) was later replaced for a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.